Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of no delivery alarm. The customer's blood glucose level was 7.5 mmol/l at the time of the incident. The customer was assisted with the high pressure test. The customer stated that the pump did not alarm with less than 5.0 units. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. Unable to perform occlusion test due to motor error alarm. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.